Event description:
It was reported by service report that the bed was not functioning electrically; none of the buttons worked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the up/down button on the footboard was stuck. It had become damaged and re-attached in such a way that the button underneath, on the printed circuit board, was depressed continually.